Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records indicated the lots met pre-release specifications. H.6. Conclusion code 1: 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to surgical conversions.

Manufacturer narrative:
Additional device: tgu373720, lot # 13951116, UDI: (B)(4). It is not known which device was associated with the dissection therefore both are being investigated.

Event description:
On (B)(6) 2015, the patient underwent treatment of a 60 mm descending thoracic aortic aneurysm of chronic type b dissection etiology whereby two conformable gore® tag® thoracic endoprostheses were implanted in zone 3 of the proximal descending thoracic aorta. The patient tolerated the procedure. On (B)(6) 2015, follow up imaging showed the aorta measured 57 mm. On (B)(6) 2016, follow up imaging identified a ¿persistent endoleak,¿ later reported to be a distal type I endoleak. However, it was reported the ¿endoleak¿ was indicated to be a result of the pre-existing dissection and was reportedly caused by persistent flow into the false lumen. It was further reported the persistent false lumen perfusion originated below the treated segment of the aorta in an untreated area. The ¿endoleak¿ was reportedly not related to the gore devices, and there were no issues or allegations of deficiency related to the gore devices. It was reported no aneurysm or false lumen enlargement was identified. On (B)(6) 2016, coil embolization was performed to treat the endoleak. It was reported the coil embolization did not entirely resolve the persistent false lumen perfusion. The patient will reportedly continue to be monitored. The patient tolerated the procedure. Upon further investigation, it was determined the previously reported ¿persistent endoleak¿ was persistent false lumen perfusion distal to the area in which the ctag devices were implanted, in an untreated area. The coil embolization was reportedly performed to treat the persistent false lumen perfusion that was identified in an untreated area. It was further reported the persistent false lumen perfusion was not a result of the gore devices, and there were no reported issues or allegations of deficiency regarding the gore devices. There is nothing to reasonably suggest that the devices caused, or may have caused or contributed to a serious injury to this patient. (Captured event # (B)(4)) on (B)(6) 2017 the patient underwent cerebral debranching of the ascending aorta due to a type b dissection. (Captured event # (B)(4)) on (B)(6) 2017 a type a aortic dissection was reported. It is not known whether this dissection is a new one, or a continuation of the type b dissection. The dissection was treated by means of open repair and replacement of the ascending aorta through a re-do sternotomy.